Manufacturer narrative:
(B)(4). This follow-up report is being submitted to correct information. No x-ray or pictures received and the product was not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing record of the batch 0001208386 did not show any non-conformity during manufacturing that could be related to the event. A complaint extract was done regarding revision due to implant fracture and pain: 1 complaint (1 product), this one included, has been recorded on exception varized stem right size 7, reference pv126y07, from january 01, 2017 to october 28, 2020. 1 complaint (1 product), this one included, has been recorded on exception varized stem right size 7, reference pv126y07, batch 0001208386. The instruction for use have been reviewed and shows that the stem has a maximal load of 110 kg. It can be noticed that the stem fracture occurred when the patient carried a watering can in the garden, thus increasing the stem load. An internal non conformity nc 2019-03/19 has been found which could be linked to the event described in the complaint. Indeed, this non conformity relates to a non-conforming cone diameter after polishing at the subcontractor and involving potentially all batches manufactured before july 2019 and polished by this subcontractor. The patient risk related to this non-conformity was assessed through hhe-2019- 00105 with a healthcare professional and it was concluded that even if the neck diameter is under zimmer biomet specifications, it is capable of withstanding the load required in iso standard. Moreover, it was stated that the patient risk was very low, therefore, it was decided not to do a field action. This information can be confirmed by the occurrence rate of this type of issue: one exception stem, all references included, 2 complaints have been recorded since december 2007. During the same period of time, 127 885 exception stem, all references included have been sold. Therefore, the occurrence rate is 0.002% which correspond to the occurrence rate provide in the risk management file. It can be also noticed that this complaint is a one-off on batch 0001208386. Finally, a CAPA (ca-05147) has been initiated in order to implement actions to avoid the recurrence of this type of issue. Indeed, since summer 2019, a dimensional inspection after polishing at the supplier has been set up which allow to detect non-conforming products. According to available data, root cause of the event was unable to be determined. Indeed, it was impossible to determine if the fracture of the stem was due to the internal non-conformity or to the patient weight which could has been exceed the maximal load of 110 kg mentioned in instructions for use. Without the patient information and the product return, the exact root cause of the incident cannot be determined. The complaint is closed but could be reopened if new information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a fracture of the hip prosthesis stem in the area of the prosthesis neck below the cone during the following event: the patient had been carrying a watering can in the garden and had experienced acute pain in the area of the right hip and then collapsed. Background: condition after first implantation of the cementless hip prosthesis on the right side on (B)(6) 2019 at the (B)(6) condition after revision of the right hip joint on (B)(6) 2019 with head/adapter replacement after double dislocation in the (B)(6).

Manufacturer narrative:
(B)(4). No x-ray or pictures received and the product was not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned the review of the device manufacturing record showed that nc 2019-03/19 on stem neck diameter out of specifications could be linked to the issue describe in the complaint. The instruction for use (f209_IFU exception_index 01_2018-10) have been reviewed and shows that the the stem has a maximal load of 110 kg. A complaint extract was done regarding revision due to implant fracture and pain: 1 complaint (1 product), this one included, has been recorded on exception varized stem right size 7, reference pv126y07, from january 01, 2017 to october 28, 2020. 1 complaint (1 product), this one included, has been recorded on exception varized stem right size 7, reference pv126y07, batch 0001208386. Investigation results concluded that the most probable root cause of the event is a supplier issue: stem neck diameter out of specifications due to a lack of information submitted to the supplier (no diameter specifications indicated in the functional specifications) and a lack of incoming inspection at zimmer biomet valence. A CAPA (ca-05147) has been initiated in order to implement actions to avoid the recurrence of this type of issue. Indeed, since summer 2019, a dimensional inspection after polishing at the supplier has been set up which allow to detect non-conforming products. An hhed (hhe-2019-00105) has been previously initiated with no field action decision. Indeed, a mechanic forces test has been performed and showed that even if the neck diameter is under specifications, it is capable of withstanding the load required in iso standard. Moreover, it can be noticed that the stem has a maximal load of 110 kg which could have been exceeded by the patient when she carried the watering can. Finally, it can be noticed that this complaint is a one-off on batch 0001208386. According to all of these element, it was decided not to do further actions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a fracture of the hip prosthesis stem in the area of the prosthesis neck below the cone during the following event: the patient had been carrying a watering can in the garden and had experienced acute pain in the area of the right hip and then collapsed. Background: condition after first implantation of the cementless hip prosthesis on the right side on (B)(6) 2019 at (B)(6). Condition after revision of the right hip joint on (B)(6) 2019 with head/adapter replacement after double dislocation in (B)(6).

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). No non conformity or deviation was observed which could be linked to the event described in the complaint the review of the raw material certificate shows no non-conformity or deviation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported a fracture of the hip prosthesis stem in the area of the prosthesis neck below the cone during the following event: the patient had been carrying a watering can in the garden and had experienced acute pain in the area of the right hip and then collapsed. Background: condition after first implantation of the cementless hip prosthesis on the right side on (B)(6) 2019 at the (B)(6). Condition after revision of the right hip joint on (B)(6) 2019 with head/adapter replacement after double dislocation in the (B)(6).